Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). It was reported that on (B)(6) 2022, the patient experienced high blood glucose level of 753 mg/dl and ketone level as 5.3 mmol/l due to a kinked cannula. The infusion set was changed an evening before. Moreover, she was taken for inpatient treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.